Event description:
It was reported that the patient¿s right ventricular (rv) lead perforated the right ventricle, resulting in a pericardial effusion. A high pacing impedance was also noted. During a repair attempt on (B)(6) 2026, the rv lead's helix failed to extend. The rv lead was explanted and successfully replaced. The patient was stable.